Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to the customer on how to reset the pump, assisted in resetting it, and confirmed the issue did not recur.